Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following an unrelated surgical procedure, the ipg became unable to communicate with external device. The patient is not certain if the ipg was placed into surgery mode prior the unrelated surgical procedure. In a recent update, it was reported that manufacturer representative met with the patient and the ipg was recovered after connecting with the clinician programmer.